Manufacturer narrative:
(B)(4). Batch #: unk. Lot number is one of these four lot numbers (the customer reports they do not know which lot number is the lot number of issue): t40h76, or u4071d, or t4125t, or u4010m. A manufacturing record evaluation was performed for the finished device lot numbers above and no non-conformance's were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure the blue reload cut and did not staple, stapler was used normally with other reloads. There was no harm to the patient.